Event description:
Customer reported issue with the speaker and vibrate function of the pump, describing the speaker volume and vibration as too quiet. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to adjust alert sound settings, triggering alerts to test sound and vibration functionality. Despite sound alert functioning, vibration alert failed, leading to pump replacement. Customer was advised to use multiple daily injections (mdi) as backup therapy and understood instructions to store and return the faulty pump within 10 days.